Event description:
Customer reports that the console was not functioning properly and caused the handpiece to become warm or hot. It is also reported that the handpiece stopped functioning afterwards. There was no report of any injury.